Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call keypad anomaly, failed battery test and rewind anomaly. Customer's blood glucose level was unknown. Customer advised the act button was sticking, the insulin pump rejected new batteries and the rewind process was louder than normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. No physical damage was noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board.